Manufacturer narrative:
Sections with additional information as of 10-may-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 15-mar-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer initially reported complaint for unknown error. Caregiver is calling on behalf of the customer. During the call, back to back blood tests were performed by the customer fasting and produced am test results of 128, 165 and 167 mg/dl using truemetrix air meter. Customer was not satisfied with the results obtained and complaint was then reported for high and low blood glucose test results. The customer is also concerned with test results from meter memory of 144, 128, 73, 101 and 98 mg/dl. The customer¿s expected am fasting blood glucose test result range is 118-120 mg/dl and expected pm fasting blood glucose test result is 135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2022 and test strips were opened two days prior to call. The meter memory was reviewed for previous test result history: (B)(6).